Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he is experiencing high blood glucose. He stated that the night prior to the call, his blood glucose was 160 mg/dl and woke up the morning of the call with a blood glucose of 450 mg/dl. The customer stated that his quick release was not connected correctly. During high blood glucose troubleshooting, his blood glucose at the time was 418 mg/dl and current was 284 mg/dl. The customer said that he treated with pens and has not contacted his doctor regarding his high blood glucose. He said that his blood glucose started to lower once his quick release was connected correctly. He was advised to monitor his blood glucose and to call back if they began to rise again. The pump will not be returning for analysis.